Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Reprograming of the device and a potential commanded shock were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned in two segments, severed approx. 115 mm from the terminal end. Additionally, coil deformation, lead body damage, including kinks, insulation abrasion, insulation tear was also observed. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of the lead extraction. Furthermore, visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Reprograming of the device and a potential commanded shock were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Reprograming of the device and a potential commanded shock were discussed. This lead remains in service. No further adverse patient effects were reported.